Manufacturer narrative:
Insulin pump passed the displacement test. Unit received compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised forced sensor alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system after replacing reservoir. The customer¿s blood glucose level was 256 mg/dl at the time of the incident. The drive support cap appears normal. Customer declined troubleshooting for the high blood glucose. The customer advised to discontinue the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.